Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he was receiving no delivery alarms. He changed the set and reservoir but kept getting no delivery alarms during prime. Blood glucose value was 28.5 mmol/l; treated with manual injection. He mentioned that he was in the hospital a month back with an occluded cannula that caused high blood glucose. The customer disconnected and reconnected the infusion set and reservoir and was able to prime without a no delivery alarm. It was advised that the insulin pump was working as designed. The customer called back on (B)(6) 2013 to report receiving a weak battery alarm. Blood glucose value was 19.7 mmol/l; treated with insulin pen. The customer removed and reinserted the battery and the display remained blank. He was advised to allow 10 minutes before inserting a new battery, and if it is still blank to remove the battery for 2 hours. A battery cap replacement was sent and he was advised to call back if issue was not resolved.